Manufacturer narrative:
The mega needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, while suturing with the mega needle driver instrument, an attempt was made to bend the needle and the tip of the suture needle broke. According to the customer, the fragment (tip) fell into the patient, was not retrieved, and could not be found. The needle and packaging were sequestered and sent to the hospital¿s risk management department. No post-operative diagnostic tests were performed to confirm whether the fragment needle fragment was retrieved. The procedure was completed with no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: while suturing with the mega needle driver instrument for ligament suspension, the surgeon grasped the working end of the needle with another instrument and attempted to adjust the angle of the needle. According to the customer, no defects were noted prior to use, and the instrument functioned as expected without limitations while suturing. The needle tip (3¿5 mm) broke off, fell inside the patient¿s pelvis, and was not retrieved. The initial reporter explained that no immediate post-operative imaging was performed because their count policy indicates that if a suture is missing during a count and it is small, x-ray will not detect the needle even if it is in the patient. The initial reporter further indicated that the fragment was only 3¿5 mm in length, so it would not have been visible on x-ray. No additional surgical procedure was performed to retrieve the fragment. The portion of the suture was sent to the hospital¿s risk management department, and no images or videos are available for review. The patient returned over the weekend with a fever and required an additional procedure for the posterior repair portion, which was unrelated to the reported failure. The surgeon was subsequently contacted for follow-up information. The surgeon explained that the second procedure was due to a bleeding event related to the original posterior repair. The surgeon did not provide an exact amount of blood loss but stated it was significant. However, the patient did not require any type of transfusion. Hemostasis was obtained by re-suturing the posterior repair. The surgeon stated this event was not related to a da vinci system or instrument issue. The original posterior repair procedure was not completed robotically. The patient has been discharged home and is recovering well.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and the complaint was not confirmed by failure analysis. The mega needle driver instrument articulated as expected during the manual articulation test. The grips opened and closed properly. There was no grip misalignment observed during visual inspection. No broken components were found. The mega needle driver instrument was fully functional. No product issue was identified.